Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when attempting to fill multiple cartridges. In both occurrences, the contact obtained a new cartridge and was able to fill it successfully and resume insulin delivery. The customer reported blood glucose (bg) level was 479 mg/dl. Multiple attempts were made by tandem technical support to obtain the method used to address bg level; however, no further information was provided on the reported event.